Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The activity log shows device failed to charge to the selected energy level, showing "defib charge failure" and "defib failure" messages suggesting a low battery condition. The x-series logs do not record battery voltage at startup or during charging. The operator's guide recommends recalibrating the battery and carrying a fully charged spare. The device was thoroughly evaluated and passed all testing successfully. The customer was contacted and provided documentation regarding the importance of battery management. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.